Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported 8100 had error code 13-1033-149 was not identified during the customer call. However, to address the issue, tech support recommended to flash operate software and check for re-occurring issues.

Event description:
It was reported that the 8100 had error code 13-1033-149. There was no patient involvement.